Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4)

Event description:
Information was received by a patient receiving dilaudid (2.5 mg/ml) at a dose rate of 0.2498 mg/day. The indication of use was spinal pain. The patient reported that their pain was 9 out of 10, at the time of the report. The patient had not had any relief from the pump as she was still in the titration period and they were working her way up in dosage. No interventions were reported. Follow-up was being conducted, but was not available at the time of the event. If additional information becomes available, the event will be updated.